Event description:
It was reported that the right atrial lead exhibited high impedance and a sensing anomaly due to lead dislodgement. The lead was explanted and replaced. The patient was in a good state of health after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.